Manufacturer narrative:
A covidien technical support engineer provided troubleshooting and repair recommendations with the customer over the phone. Covidien is not authorized to service this device. (B)(4).

Event description:
It was reported that an 840 ventilator stopped cycling while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. There is no report of serious injury or death associated with this event.